Event description:
The customer received a blood glucose reading of 469mg/dl on the contour next, re-tested on a different meter and the reading was 164mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The strips were not expected to be returned and the product was not replaced at the time of the call. The strip information was not provided.